Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of up to 28.7 mmol/l, a ketone measurement of "+++," and a dry mouth. Her blood glucose remained elevated despite delivering insulin via the infusion device. The customer believes the infusion device does not deliver insulin correctly. No adverse event was reported. The alleged product was requested for evaluation.